Event description:
The report stated that after completing a radio frequency ablation procedure, the site discovered a 1st-degree burn on the right thigh around where the cord of the grounding pad (dgphp) was attached. The patient is currently under observation with no other patient information available. This was a single ablation for 12 minutes at a maximum of 140 watts. The hospital stay was not prolonged. Follow-up information from the distributor reported the incident needle and pads were reused (re-sterilized) and the pads were positioned longitudinally by mistake.

Manufacturer narrative:
Date of initial report: 08/08/2008. It was reported these were re-used pads and needles that had been re-sterilized. The pad and needles are designed for single use and the packaging and IFU have a single use international symbol on them. In addition, the kit IFU states: "do not reuse the grounding pad. It is single use only".